Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system, tubing, and assemblies were re-seated to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a leak of greater than 4.5lpm preventing mechanical ventilation. There was no report of patient involvement.